Event description:
During a meniscus repair procedure, the fast-fix 360 curved ndl delivery sys device the t-1 implant deployed fine. However, when the surgeon went to deploy t-2, it was already on the tip of the delivery needle and it fell off. Surgeon ended up cutting out the implant and re-deploying another ff360 with no further incident. Thet1 and t2 were removed from the patient, no implants remain in the patient unsupported.

Manufacturer narrative:
Investigation of the returned device one fast-fix 360 curved ndl delivery sys was evaluated for the reported complaint mode, ¿t2 fell off¿ the device was received with no suture or implants. Given the state of the returned device, the complaint could not be visually confirmed or replicated. Functional testing confirmed that the device actuated as intended. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Trending will be monitored for any future occurence for the reported failure mode. No further action is deemed at this time. (B)(4).